Manufacturer narrative:
The explanted products were not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the clinic five weeks post-implant because the wound had gaping sutures and evidence of a pocket infection. The patient was afebrile and diagnosed with hypotension. Multiple samples were collected for blood cultures. The patient was positive for mrsa but the pocket and lead cultures came back negative. Transthoracic and transesophageal echocardiograms did not demonstrate valvular vegetation. The patient was treated with intravenous antibiotics and the ICD system was explanted. Two weeks later a new system was implanted. No additional adverse patient effects were reported.